Manufacturer narrative:
Mentor received additional event information that as a result, the patient underwent explantation and replacement with mentor memorygel breast implants, 300cc on the left (left catalog # 3503001bc and lot-serial # (B)(6)) and 350cc on the right (right catalog # 3503501bc and lot-serial # (B)(6)) on (B)(6) 2021. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Reason for device explant and/or reoperation: capsular contracture baker grade iii manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Concomitant products: 325cc mentor memorygel breast implant, catalog # smpx325, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast augmentation primary with a 325cc mentor memorygel breast implant and experienced postoperative left-sided grade 3 capsular contracture. The patient reported that she noticed something was wrong six to eight weeks after surgery, but was told to wait. The capsular contracture was confirmed by a physician. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.